Event description:
The biomed reported that the autopulse platform (serial #(B)(6)) displayed user advisory "(ua) 20" (position out of range). The customer also reported observing (ua) 49. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the biomed cleared the user advisory (ua) 20 (position out of range) error message by rotating the driveshaft back to the home position. The root cause for (ua) 20 is that driveshaft was not within the normally acceptable range of positions, rotated beyond the home position, likely attributed to unintended user error. The biomed tested the autopulse platform, and the platform functioned as intended. Therefore, service was not required to be performed by zoll. The customer also reported (ua) 49. This user advisory code does not exist. It is likely that the customer observed (ua) 45 (not at "home" position after power-on/restart) error message instead. (Ua) 45 is similar to (ua) 20. (Ua) 45 occurs when the driveshaft is not at home position. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
Customer reported that the autopulse platform (serial #(B)(6)) displayed user advisory "(ua) 20" (position out of range). It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A zoll regional service manager went to the customer site, reviewed the logs, and tested the autopulse platform and determined that it was all just user error. Zoll has planned for additional training for the customer.